Event description:
It was reported that customer experienced cgm error that prevented normal sensor use with pump in ireland. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, cgm error did not recur, and customer successfully started new sensor session, with device not being returned and no further actions documented.